Event description:
It was reported that the foley catheters were flimsy and bending with resistance (pcn#165808 and pcn#165810). Additionally, the balloon seemed to be larger (pcn#165808 and pcn#165810) and was not deflating all the way resulting in tears and bleeding (pcn#165808 and pcn#165810). Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive) ". The DHR review could not be performed as lot provided in the complaint was invalid. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheters were flimsy and bending with resistance ((B)(4) and (B)(4)). Additionally, the balloon seemed to be larger ((B)(4) and (B)(4)) and was not deflating all the way resulting in tears and bleeding ((B)(4) and (B)(4)). No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.